Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for routine follow-up. Upon device interrogation, the right ventricular lead exhibited noise. During routine device change out procedure, a fracture was noted on the lead. The lead was capped and replaced on (B)(6) 2015. The patients condition was stable post procedure.